Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: correction: d4, h4: the primary UDI number has been corrected and the expiration date and device manufacture date are currently unavailable.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: e1: the reporter¿s complete facility address: (B)(6) luxembourg. E1: the reporter¿s phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an unspecified surgical procedure, it was found that when the surgeon activated the vapr clplse90 electrode w hand cntrls device for coagulation using the hand control, the electrode remained active even after releasing the hand activation. The surgeon had to cut off the cable due to concerns about potentially harming the patient. There was a fifteen to twenty minutes delay to the surgical procedure. A spare device was used to complete the surgery successfully. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: update: d4, h4: expiration date, primary UDI number and device manufacture date added.

Event description:
It was reported that during an unspecified surgical procedure, it was found that when the surgeon activated the vapr tripolar 90 suction elect device for coagulation using the hand control, the electrode remained active even after releasing the hand activation. The surgeon had to cut off the cable due to concerns about potentially harming the patient. There was a fifteen to twenty minutes delay to the surgical procedure. A spare device was used to complete the surgery successfully. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: correction: b5,d1,d4,g4 updated. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H11: additional narrative: investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the electrode was returned in used condition. The cable and suction hose were cut by the customer. The device will be sent to the manufacturer for further analysis. Manufacturing investigation result for vapr tripolar 90 suction elect: the device was returned in a bag only, not in original packaging. The tip is in used condition; suction ports appear clogged. Handle assembly is in good condition; suction slider valve has a notchy region approximately 1/3 from the fully forward position. The cable and suction tube were cut off. Electrical checks: unable to perform fully due to no plug being fitted. Functional checks: the device failed flow rate test. Further investigation: as no plug was fitted, the wires were stripped and continuity measured from the wire to the respective component. The return tube to white wire test failed. The switch boot was removed to inspect for saline ingress. A small amount of saline residue could be seen near the switch contacts of switch 1 and switch3. The handle was split open next to further investigation. As the handle halves were separated, the return clip was noted to be not fitted. The white wire appears to be too short to attach in the correct location on the return shaft. The conformal coating on the pcb contacts has many bubbles visible but has no visible gaps in the glue. A spare tripolar 90 plug and cable was soldered on to the bare wires to check the switches. All switches operated with no sticking or continuous activation noted. One switch sw6 was noted to have intermittent activation occasionally. During the investigation, it was found that we were unable to reproduce the customer's reported defect of continuous activation during functional and electrical checks as the plug had been cut off by the surgeon. The wires were however stripped from the device and the continuity was measured. The white wire appeared to be too short to attach to the return shaft. The overall complaint was not confirmed as the observed condition of the vapr tripolar 90 suction elect would not have contributed to the complained device issue. Device history review: a manufacturing record evaluation was performed for the finished device lot number (u2411014), and no non-conformance was identified. Based on historical data and the investigation, the continuous activation of the device was due to inconsistent conformity of the conformal coating agitated by small amounts of saline most likely incurred during the movement of the device during operation. The reported event of continuous activation has been reviewed against the systems risk assessment document for tripolar electrodes, the highest identified risk within (B)(4) for failure modes that are equivalent to the complaint failure mode(s) is incorrect or inappropriate output or functionality, inadvertent / unintentional activation with a hazardous situation of high temperature and a potential outcome of patient burn, line 710 applies. The severity risk category is 'serious'- results in injury or impairment requiring professional medical intervention. For this scenario a pre mitigation risk of grid 15 and a post mitigation risk of grid 14 are stated, which is 'serious' and 'probable' and rated as low as reasonably achievable (alra). In the last 12 months, from july 2024 june 2025 there have been (B)(4) devices shipped of the referenced product code. In the referenced timescale above, there have been 15 reports of this failure mode on this product, with 18 devices affected in total. The complaint frequency of this fault as referenced in the ra document is as anticipated, with there being one complaint in every (B)(4) devices sold. The device was manufactured before the actions of CAPA were implemented and as such no further actions are required. This product issue was identified during the investigation by the supplier. This product issue will be addressed through the supplier quality system. J&j medtech orthopaedics will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.